Event description:
(B) (4) - peripheral cutting balloon registry. Same patient as MFR report # 2134265-2009-04442. It was reported in (B) (6) 2005 the patient underwent treatment for the peripheral cutting balloon device for one lesion. The restenotic lesion was located in the av shunt. The target vessel lesion was non-tortuous, without calcification. The reference diameter was 8.0mm; length was 25mm. Pre-procedure 70% stenosis; post-procedure 0% stenosis. No pain was perceived during the procedure. The number of inflations, time and maximum inflation pressure was not provided. In (B) (6) 2006 it was found that the subject underwent conventional re-pta of the target lesion in (B) (6) 2005 to treat angiographic restenosis. No additional follow up information is provided.

Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore, a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as this event is a known physiological effect of the procedure and is noted within the dfu. (B) (4). Product not returned for analysis